Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose level; value was unknown. Customer declined to provide information on the reported event and declined to perform troubleshooting with tandem technical support. Reportedly, the customer continued using the pump for insulin therapy.